Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption. Based on the result of these findings, abbott is performing further investigation.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated via ble telemetry during implant. It was noted that inductive telemetry was successful. The device was not used. There were no patient consequences.

Manufacturer narrative:
Further investigation found that the cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Event description:
Ble malfunction field action issued by abbott on (B)(6) 2022.